Event description:
It was reported that the patient was at the physician's office for a slow ventricular tachycardia (vt). A commanded anti-tachycardia pacing (atp) was planned for the patient. However, the health care professional (hcp) selected the incorrect atp therapy command. The atp therapy resulted in a rhythm acceleration. This implantable cardioverter defibrillator (ICD) appropriately detected the faster rhythm and shocked the patient into to a normal rhythm while the patient was awake. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. However, based upon the information given, the post market quality assurance laboratory determined that the cause of the issue was unintended use error caused or contributed to event.

Event description:
It was reported that the patient was at the physician's office for a slow ventricular tachycardia (vt). A commanded anti-tachycardia pacing (atp) was planned for the patient. However, the health care professional (hcp) selected the incorrect atp therapy command. The atp therapy resulted in a rhythm acceleration. This implantable cardioverter defibrillator (ICD) appropriately detected the faster rhythm and shocked the patient into to a normal rhythm while the patient was awake. The device remains in use. No adverse patient effects were reported.